Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of femur, sleeve and stem at the bone to implant interface. Unknown cement was used. Tc3 femoral adaptor bolt broke in the patient. Femur was still connected to sleeve but could wobble femoral component and keep sleeve/stem still. Patient had significant metal debree in synovium. Tibial components remained in patient. Replaced tc3 with lps distal femur. Doi: unknown. Dor: (B)(6) 2020; right knee.